Event description:
It was reported that, "patient came into doctors office. X-rays were taken and showed a dislocated hip. Locking wire was noticeably broken and seen on xray. Patient was scheduled for hip revision surgery. Broken liner was removed from patient and a new one was put in its place."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.